Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15209. It was reported the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue and the patient experienced abdominal stimulation. X-rays were taken and indicated a possible lead migration. The patient desires to have his scs system explanted. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.